Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced leaks at the quick release port. Blood glucose value was 600 mg/dl at the time of the incident. The customer was not hospitalized but experienced difficulty breathing. Troubleshooting was performed but did not resolve the issue. The device will be replaced or returned.